Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. After the procedure, the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. The first photo shows the partial view of one navarre catheter. Threads break and separation was noted. Other two photos were unclear for break, and only partial view was visible. Therefore, the investigation is confirmed for reported thread digression for one device, and the investigation is inconclusive for other two devices as provided photos do not clear enough and not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. After the procedure, the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.